Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the reprocessor displayed an e99 error code for concentration check not performed. The issue was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to (b5, d5, d8, g3, h3), additional information to h4, and the legal manufacturer's final investigation results. Based on the results of the investigation, the ignore of the concentrate check results was likely due to the user not thoroughly reading the instructions for use (IFU); however, a definitive root cause could not be identified. The following are related complaints: (B)(4). (Model number: pcf-h290i). (B)(4). (Model number: gif-1200n). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the IFU which state: chapter 3 inspection before use. 3.11 checking the disinfectant solution concentration level. Check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. The reportable evaluation finding of acecide concentration checks were only being carried out once a month was found on 26sep2024. G3 in the medwatch updated to reflect the reportable finding date based on the field service engineers on site evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was found by a field service engineer on site that the endoscope reprocessor acecide concentration checks were only being carried out once a month. There were no reports of patient involvement.